Event description:
Customer reported her insulin pump goes into threshold suspend mode when her blood glucose is not low. Customer's blood glucose is 107 mg/dl. She experienced no symptoms of low blood glucose. The suspend threshold limit is set to 60 mg/dl. Customer's sensor reading was 55 mg/dl. Customer was advised of proper sensor insertion and calibration methods. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).